Event description:
Additionally information reported, left side implant is undamaged.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Distributor reported left side with rupture devices remains implanted.